Event description:
It was reported on 11/17/1998 that during a endoscopic procedure, while using a cytology brush, the pt experienced a pneumothorax requiring the placement of a chest tube. It is unk if the cytology brush was the actual cause of the event. The product was returned for eval. The eval determined that the device was severely damaged with bends and kinks prohibiting accurate brush extension and retraction. The cause of the event could not be determined.